Event description:
Soft tissue infection [soft tissue infection]. The toothbrush and the metal shaft drilled into her foot [skin laceration]. Swelled up - foot [edema peripheral]. Weight bearing difficulty (wasn't able to put any weight on it - foot). [Weight bearing difficulty]. Pain [pain]. Case description: a consumer reported that on the (B)(6)-2009, her daughter of age (B)(6) years dropped an oral-b stages power toothbrush, version unk, on her foot. The toothbrush and the metal shaft drilled into her foot. During the night her foot swelled up and she was unable to put any weight on it. The following morning she experienced severe pain and visited her doctor who diagnosed a soft tissue infection. It was reported that the consumer's daughter was provided with crutches. On the (B)(6)-2009, as there was no improvement in her condition, she returned to her doctor and was prescribed an antibiotic (paediathrocin) in order to counteract blood poisoning. The child was unable to attend school for two days due to her symptoms. Medical history: no info was provided. Concomitant medication: no info was provided. The outcome of the case was: unk. No further info was provided.

Manufacturer narrative:
Lot number was not provided by consumer and product not received to date; therefore, unable to proceed with product investigation.